Manufacturer narrative:
The investigation was completed on 06-sep-2023. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30967440l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure that included qdot micro ablation catheter. The patient experienced a pericardial effusion that required prolonged hospitalization. Pericardial effusion was confirmed 2 days after procedure completed. Ablation was performed as 50w, target 50°c, imp250o cutoff. The procedure was completed and hemodynamic status was stabilized and the patient is being monitored. No drainage was performed. Physician's judgment of health hazard was non-serious (moderate/minor). Cf monitoring methods was real time graph; dashboard; vector; visitag. Visitag coloring settings was tag index. Visitag additional filter was fot. The physician's opinions on the relationship between the event and the product was that the product could be used without any problem. No abnormalities observed prior to use or during use of the product. Additional information was received on (B)(6) 2023. Date of adverse event was (B)(6) 2023. Ablation was performed prior to noting the pericardial effusion. The adverse event was discovered post use. The event occurred two days after the procedure. Additional information was received on (B)(6) 2023. Although admitted to critical care unit (ccu), the patient was hemodynamically stable and has been discharged. No vasopressor administered. Patient fully recovered. The patient did not require extended hospitalization. Parameters for stability used were 2mm,3s, fot25%3g, tag2mm. Transseptal puncture was performed with fukuda denshi¿s needle. No evidence of steam pop. Flow settings of irrigated catheter: pre: 2 seconds, post: 4 seconds. Additional information was received on (B)(6) 2023. The admission to the ccu was 2 days after ablation procedure. Medical treatment provided for the pericardial effusion was hospitalization. Although admitted to ccu, the patient was hemodynamically stable and has been discharged. No vasopressor administered. Additional information was received on (B)(6) 2023. The patient was discharged after the ablation procedure and then returned to the hospital 2 days after the procedure for symptomatic pericardial effusion. Additional information was received on (B)(6) 2023. Two days after the procedure, this patient returned to hospital and then diagnosed with pericardial effusion, so the patient admitted to ccu.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).